Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. If the information is provided, it will be reported accordingly.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed a pneumatic system failure message. This event occurred during service/test by the customer. A repair quote was requested. There was no patient involved, thus no adverse event was reported.

Manufacturer narrative:
Getinge repair service was not requested by the customer for this event. Subsequent to the event, a getinge field service engineer (fse) was dispatched to the facility to complete preventative maintenance (pm) on the iabp. The fse completed pm with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp unit was returned to customer and cleared for clinical use.

Event description:
It was reported that a pneumatic system failure message displayed on the cardiosave intra-aortic balloon pump (iabp), during service/test by the customer. A repair quote was requested. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and started pneumatic module leak test. The balloon port plug was not sensed. The fse observed blood at the safety disk/pneumatic module junction. The pneumatic module assembly was replaced. The fse re-performed the leak test and the result was satisfactory. The iabp unit passed all functional and safety tests per factory specifications, was returned to customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) displayed a pneumatic system failure message. It was later reported that an autofill error occurred. This event occurred during service/test by the customer. A repair quote was requested. There was no patient involved, thus no adverse event was reported.